Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that during an ipg revision procedure on 30apr2026, the patient's leads were explanted for an unknown reason.

Event description:
Additional information indicates the patient experienced ineffective stimulation and the left lead exhibited high impedances. As a result, surgical intervention was undertaken on 30apr2026 wherein the leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
H6 correction: the codes were updated to reflect ineffective therapy and high impedances.the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.